Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, the customer was with the nurse at their healthcare providers office, and needed assistance adjusting the pump's basal rate, carbohydrate ratio, and correction factor settings. Customer stated that their blood glucose (bg) levels are sometimes elevated in the morning, and after they eat. A correction bolus via the pump is delivered to adjust bg level. Customer declined further trouble shooting for high bg issue, and was confidant that by changing the setting slightly, that bg's will level out.